Manufacturer narrative:
Date sent to the FDA: 11/16/2021. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
Date sent to the FDA: 3/3/2022.

Manufacturer narrative:
To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent bilateral hernia repair surgery on (B)(6) 2012 and two (2) mesh products were implanted. It was reported that the patient underwent revision surgery on (B)(6) 2021 during which the surgeon noted that the implant on the right had become detached medially. It was repaired. The implant on the left was noted to have come loose. It was repaired. It was reported that the patient experienced severe pain. No additional information was provided.